Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.226.004, lot: 2185707: manufacturing site: bettlach. Release to warehouse date: september 04, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the screwdriver was broken off. The broken piece of the screwdriver was not returned. This was consistent with the reported complaint condition, thus confirming the complaint. Overall the screwdriver was in good condition with minimal signs of wear. The dimensional inspection cannot be performed due to the post-manufactured damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. The relevant drawings were reviewed. The complaint condition was confirmed for the received device as the distal tip was broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) (3 photo image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the distal tip broken. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.226.004, lot number: 2185707, manufacturing site: (B)(4) release to warehouse date: (B)(4) 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cannulated stardrive screwdriver shaft for 3.0mm hcs t8 was found broken in sterile processing. There is no patient involvement. This complaint involves one (1) device. This report is for (1) cannulated stardrive screwdriver shaft for 3.0mm hcs t8. This is report 1 of 1 for (B)(4).